Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while changing an ilet cartridge and had already ingested fast-acting carbohydrates, then completed the cartridge change with support; subsequent data review showed a breakfast announcement after which glucose decreased to 54 mg/dl, and the user could not recall meal details. Symptoms included hypoglycemia with reported low and impaired recollection of meal intake. Outcomes included recovery to a blood glucose of 92 mg/dl without medical intervention or hospitalization. Investigation included review of device data and user coaching on meal announcement and carbohydrate intake. Investigation of this case revealed that the event was consistent with incorrect meal size announcement relative to intake, rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors associated with meal announcement and carbohydrate consumption were the cause.